Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the external pulse generator (epg) had a damaged ventricular connector port. The status of the epg is unknown. There was no patient involvement.

Manufacturer narrative:
Product analysis: analysis was able to confirm the customer comment that the ventricular output connector was damaged, both output connectors were broken. They were replaced and all other identified issues were resolved. The device then passed all final functional tests. If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the generator was returned for service.